Event description:
It was reported that one of the haptic of the preloaded intraocular lens (iol) was missing and was noticed when the lens was inserted in the patient's right eye. From the additional information it was learnt that the issue was identified during implantation of the device. The lens was fully inserted removed and replaced with the same model and same diopter lens in the same procedure. No other information is available.

Manufacturer narrative:
Section a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1:surgeon's and phone number: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noticed that section "a3b" was inadvertently not selected in the initial MDR report and section "a6" was not addressed in the section "h11" of the initial MDR report. It was also noted that an incorrect device manufacture date (jun 4, 2024) was inadvertently entered in the section "h4" of the initial MDR report instead of "jun 5, 2024". In review, it was also noticed that an updated verbiage addressing section "h3" was not entered in the section "h11" of the initial MDR report. Therefore, the information has been corrected in this supplemental MDR report and the following fields were updated accordingly: section a3b: gender: cisgender man/boy. Section a6. Race: unknown, information was requested but not provided. Section h4: device manufacture date: jun 5, 2024. Section h3: (no). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.